Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a power adapter. The customer reports the power adapter burned out due to fragile connection points on power plug. The power plug is too easily removed from the unit and results in electrical arcing.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.